Manufacturer narrative:
Product complaint # (B)(4) additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information provided: adhesive tissue topical 2-octyl cyanoacrylate 0.36ml single-use latex-free sterile (dermabond) ahvm12 lot number 10ch2c lot-10ch2c: ethicon side affected: unknown quantity affected: 1 quantity available to be returned: 1 reason product is not available: available. List any j&j products that were utilized during the case but did not contribute to the reported event. I am unsure if the customer has retained. [Redacted] has reached out to check. There is no option to choose unknown so I will update if they have discarded and/or can't return. Was there any reported patient or user harm? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? Unknown. Did the patient/user require extended hospitalization as a result of the event? Unknown what is the patient¿s/user¿s status/outcome following the event? As above - registrar (user) was cut by glass in packaging. Was there a significant delay? Unknown. If available, provide the product order number (po). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Can you identify the lot number of the product that was used? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation?package, during handling prior to use on patient or during use on the patient)? Please specify. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and topical skin adhesive was used. I would like to report a product complaint and associated exposure regards adhesive. We had an incident yesterday with the adhesive. When we were cracking to release the product to use, the glass inside the applicator pierced the housing and cut the registrars finger piercing through bloody gloves. There is a riskman entered and ID have treated it as a needlestick incident. Additional information has been requested.